Manufacturer narrative:
No reported patient or surgical involvement. Exact date of device breakage is unknown; however, it was received by the customer in a broken state on (B)(6) 2016. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 3, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.0mm drill bit belonging to the loan department was returned by the customer in a broken state. No additional information was available. No known patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The date received by MFR date was entered in error on the initial medwatch. The correct date of awareness for the reported event was february 22, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation off the returned drill bit has shown that the tip is broken off. The broken part was not returned for the investigation. The visual inspection of the cutting edges has shown wear marks on the whole length. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in december, 2009 according to specifications at the time of manufacturing. As this instrument is now more than six (6) years old, it is likely that the damages were caused due to wear and tear over the years. Due to the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.